Manufacturer narrative:
Event date is estimated . The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy from approximately (B)(6) 2019. Reprogramming was unable to provide effective therapy. As a result patient underwent surgical intervention where the scs lead was disconnected from the ipg and left in place. The patient was implanted with two new leads. Post-operatively effective therapy was achieved.